Manufacturer narrative:
The service engineer (se) reported that the biomed is not reporting any damage or residue on the touchscreen. The biomed is also reporting attempting multiple calibrations for the touchscreen. The v60 service manual was then provided to the customer, and they were advised to repair is the v60 touchscreen. Insufficient information is available to determine the resolution of the event. The (se) reported that the customer requested that the case be closed. Multiple good faith efforts (gfe) were performed for additional details regarding the resolution; however, no response was provided. Unable to determine if the customer's issue was resolved. It is unknown if the issue occurred while in clinical use. No patient or user harm was reported. Multiple good faith efforts were performed for further details regarding the event; however, no response was provided.

Event description:
The customer reported the touchscreen is not working. They cannot silence the alarm. The touchscreen will not pass calibration. The customer did not report any damage or residue on the touchscreen. The unit was not in use, and there was no patient or user harm reported.